Event description:
Pt's nurse (B)(6) reports the pt has passed away. No other info was provided. Freq: inject content of one syringe intra-articularly into right knee once weekly for three weeks. (B)(6).